Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m118559 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m118559 and test base part number 190-430 / lot m118559 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m118559 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert in19000 v1.0 related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported direct swab samples not correlating with the ID now covid-19 assay results from a different site/user with two (2) symptomatic patients. This report represents one (1) of two (2). The customer reported that a direct nasal swab (kit provided swab) generated negative results with the ID now covid-19 on a patient noted to have respiratory symptoms. The customer provided conflicting information regarding repeat testing. The customer stated that repeat testing was performed using the same sample receiver, however the customer stated in the initial report as well as an emailed dated (B)(6) 2020 that repeat testing was performed with a nasopharyngeal (np) sample eluted in vtm. Repeat testing generated positive results with the ID now covid-19 assay on the same day as the initial testing. No confirmatory or additional tests were performed. Patient treatment and outcome were unknown. Attempts to confirm, clarify and gain further information were not successful. Abbott diagnostics (B)(4), inc. Received authorization from the FDA for the removal of swabs eluted in vtm as an appropriate sample type from the ID now covid test in (B)(6) 2020. While the ID now covid-19 test was performing within the statements made within package insert in19000 v1.0 related to % test agreement with the expected results by sample concentration, the change was a proactive measure to remove the risk of potential reduced sensitivity, or false negative in the event of a low analyte concentration as vtm is known to dilute the patient sample. Customers were informed of the change through a technical bulletin, tb000041 v1.0, indicating: "the specimen collection and handling for the ID now¿ covid-19 test has changed. Swabs eluted in vtm are no longer an appropriate sample type. Please refer to the updated product insert included in this kit. ID now covid-19 is intended for testing a swab directly without elution in viral transport media as dilution will result in decreased detection of low positive samples that are near the limit of detection of the test. Due to this change, disposable transfer pipettes are no longer included in the kit." Additionally, all ID now covid-19 affiliated labeling was updated to reflect the removal of swabs eluted in viral transport media. The events of this case took place prior to the removal of the ID now covid-19 vtm claim. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Conflicting results indicate a malfunction of one of the tests as it is expected that testing the same patient sample or a second sample from the same patient tested on the same day as the original sample would return the same result. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.